Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. It is likely water invaded the scope while the user was handling the device due to a leak in the bending section cover, which led to an abnormality in electrical parts, and resulted in a loss of image temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that her olympus evis exera iii bronchovideoscope was not producing an image, when it was plugged in during preparation for a therapeutic procedure. According to the initial reporter, the unit was not displaying any error messages. Reportedly, the intended procedure was successfully completed, without patient harm by using another scope.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present when the unit was plugged in. However, the subject device had been poorly repaired by a third party. Several components on the device did not originate with olympus distal end, light guide lens, insertion tube, etc. There was notable wear and tear throughout the device in the form of cuts and dents. If additional information becomes available following the device evaluation, a supplemental report will be filed.